Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 07-jan-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 07-jan-2024 listed on smartsolve. Daily total collection start time: on (B)(6) 2024 00:00:00.000 daily total of all insulin delivered: 313500 (31.35 u) daily total of basal insulin delivered: 90250 (9.025 u) daily total of bolus insulin delivered: 223250 (22.325 u) on (B)(6) 2024 00:05:32.000 normal bolus delivered (220) bolus programming method: cl1autobolus (9) normal bolusa mount programmed: 10500 (1.05 u) bolus amount delivered: 10500 (1.05 u) on (B)(6) 2024 00:06:37.000 normal bolus delivered (220) bolus programming method: cl1 glucose correction (6) normal bolus amount programmed: 2250 (0.225 u) bolus amount delivered: 2250 (0.225 u) on (B)(6) 2024 00:11:00.000 normal bolus delivered (220) bolus programming method: cl1autobolus (9) normal bolus amount programmed: 17250 (1.725 u) bolus amount delivered: 17250 (1.725 u) on (B)(6) 2024 02:12:05.000 normal bolus delivered (220) bolus programming method: cl1 glucose correctionplusfoodbolus (8) normal bolus amount programmed: 20000 (2 u) bolus amount delivered: 20000 (2 u) on (B)(6) 2024 04:18:53.000 normal bolus delivered (220) bolus programming method: cl1 glucose correction plus food bolus (8) normal bolus amount programmed: 40000 (4 u) bolus amount delivered: 40000 (4 u) on (B)(6) 2024 04:55:51.000 normal bolus delivered (220) bolus programming method: cl1 glucose correction (6) normal bolus amount programmed: 42000 (4.2 u) bolus amount delivered: 42000 (4.2 u) on (B)(6) 2024 07:06:23.000 normal bolus delivered (220) bolus programming method: cl1 glucose correction plus food bolus (8) normal bolus amount programmed: 91250 (9.125 u) bolus amount delivered: 91250 (9.125 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 07-jan-2024 in the formatted history file.  Sensor expired alert (794) was recorded and found in the formatted history file on: on (B)(6) 2024 22:45:42.000 lostsensor1alert (780) was recorded and found in the formatted history file on: on (B)(6) 2024 11:21:00.000 on (B)(6) 2024 11:31:00.000 on (B)(6) 2024 12:30:00.000 lost sensor 2 alert (781) was recorded and found in the formatted history file on: on (B)(6) 2024 12:47:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (24.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for high bgs/dka. The force sensor is within specification and the motor functioning properly. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed suspected on the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The blood glucose (bg) at time of incident: 29 mmol/l. The customer was hospitalized due to high bg and hospitalization treatment was future overnight stay. Blood glucose (bg) value when admitted to hospital: 29. The customer auto mode/smartguard feature active at time of high bg event, and it was unknown whether the customer using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued the use of the in pump, and the device was returned for analysis.